Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2010. During the procedure, a drill bit tip broke off and was retained in the patient. As of this writing, no revision surgery has been planned.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. (B)(4).